Event description:
It was reported that during preparation the fiber was found severely damaged and there was something wrong with the power output of the console. Procedure was not completed due to this event. The patient is stable, and no further patient complication was reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse confirmed the lower power output. It was determined that the flash lamp had exceeded the normal usage and the focus lens exhibited burn marks. The flash lamp and focus lens were replaced. Based on the information available and field service findings, the cause that contributed to the reported event was traced to equipment maintenance.

Event description:
It was reported that during preparation the fiber was found severely damaged and there was something wrong with the power output of the console. Procedure was not completed due to this event. The patient is stable and no further patient complication was reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.